Event description:
It was reported the camera head exhibited that video image does not always appear during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Facility address shortened from "(B)(6) hospital due to restriction on characters allowed. No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water seeping into the cable and the ccd. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.